Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 104mm from the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 07aug2024. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right anterior tibial artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. The balloon was inflated twice, and it was noted that the balloon unable to fully inflate. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a pinhole 104mm from the tip.